Event description:
The husband of a (B)(6) female pt contacted zoll customer support to report that the pt was receiving check te pad messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As received, the trunk connector housing was broken and the locking nut was missing. The root cause for the broken connector housing and missing locking nut cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.